Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, two hemopro 2 units caught fire. The cable was switched and the second unit was used to complete the procedure. The hospital did not report any patient effects. The product is not returning for investigation as it was discarded. Refer to MFR report number's 2242352-2011-01593 and 2242352-2011-01592.

Manufacturer narrative:
Method: since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).